Event description:
A customer obtained non-reproducible vitros phyt quality control results on a vitros 250 chemistry system. Values of 19.1, 29.8, 30.7, 30.2, 30.1, 30.8 and 29.7 g/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 24.7 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run at the time of the event using the vitros phyt lot in question. There was no report of patient harm as a result of this event. This report is number seven of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt quality control results were obtained on a vitros 250 chemistry system. The vitros 250 chemistry system was operating as expected at the time of the event. An alternate vitros phyt lot was put into use and acceptable performance was achieved. The investigation was unable to determine a definitive root cause. However, a reagent issue with the customer¿s inventory of vitros phyt lot 2612-0140-4257 cannot be ruled out as a potential contributing factor. The root cause of this event is unknown, and the investigation is ongoing pending return of the affected product.